Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. Soclean has reviewed and made improvements to our complaint handling procedure to ensure compliance with FDA regulations. These improvements were recommended as a result of an internal audit conducted by an external independent regulatory consultant. We revised our decision trees and re-evaluated retrospective complaints to ensure reportable events were correctly identified. Per fdas guidance soclean is now reporting these retrospective mdrs. In addition, soclean has opened several CAPA's to remediate the audit findings.

Event description:
Sores and burning on inside of nose. Sinus infections. Md prescribed antibiotics.